Event description:
An attempted was made to use one onyx frontier coronary drug eluting stent to treat a lesion in their right coronary artery (rca). The lesion was pre-dilated. It was reported that there was inflation difficulties during stent deployment, and stent dislodgement occurred during removal following failed delivery. The stent would not deploy with the delivery balloon. It was determined that there was inflation difficulties when 4 atm of pressure was applied. When attempting to remove the stent, the stent dislodged in the proximal part of the artery. The dislodged stent was not removed. The stent remained on the wire. A 2.0 mm balloon was threaded through the stent and the stent was expanded and deployed in the proximal part of the artery. A new 2.5 x 18 mm onyx frontier stent was then deployed at the original lesion site. The patient is alive with no further injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was returned for analysis. A kink was evident to the hypotube. The stent was not present on the balloon and did not return for analysis. Blood was visible in the balloon and in the inflation lumen. The balloon folds remained intact; crimp impressions were visible on the surface of the balloon. The inner lumen patency was verified with a 0.015 inch mandrel. There was no evidence of necking to the proximal balloon bond. The balloon passed negative prep. On pressurization of the device, liquid was observed exiting the balloon proximal cone. The balloon failed to maintain pressure. Upon visual inspection of the device, a pin hole was observed on the balloon material. No other deformation evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.